Manufacturer narrative:
Device details unavailable at the time of this report, this report is filed on october 26, 2016. (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced pain and skin issues at abutment site, however the issue could not be resolved; subsequently the patient was administered antibiotics (date and type not reported).